Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a shiny little cracked flake on the corner of the screen. Customer stated that there is no crack or scratch but it looks like it is under the screen. Customer did not recall how the damage occurred. The device was neither exposed to extreme temperatures nor direct sunlight blood glucose value is 110 mg/dl. Nothing further reported.